Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to high risk for deep vein thrombosis and contraindication anticoagulation. The patient alleges tilt and vena cava perforation. The patient further alleges severe and persistent chest pain, shortness of breath, limited mobility.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: vena cava perforation, tilt, chest pain, shortness of breath, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain, shortness of breath, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2016, per a report from medical opinion; ¿there is mild tilt of ivc filter noted towards the medial aspect. The perforation of anterolateral (5.47 mm) and posterolateral (4.74 mm) limbs was noted. Md review: the sent CT images are taken. Which shows perforation of 1 limb of the ivc filter anterior to aorta and 1 in the right lateral wall. There is also a 30 degree tilt of ivc filter is noted.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged.the following fields were updated per additional information received: b5, b6, annex g, annex b, annex c, annex d, and h6.investigation:investigation is reopened due to additional information provided.per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls.no evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."